Event description:
It was reported that since the patient fell down a flight of stairs, and fell right on the device, she feels like her stimulation or impulses are stronger than they used to be. This condition occurred when the stimulation was turned on. An x-ray was done at the ER and they said she didn't break anything or see anything major, but her healthcare provider (hcp) wanted her to meet with a rep to have device checked out. No MRI's were done at the time the patient visited the ER. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).